Event description:
After iabp for 30 minutes, the "gas loss" alarm sounded from the system 90t pump. Iabp was stopped and restarted. However, poor augmentation and the "gas loss" alarm sounded again and the iab was removed. A second iab was inserted into the patient. (Event complications: none form the event - reported 4/9/98.) (Pt's current status: unk - reported 4/9/98.)

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 06/08/1998). Evaluation: laboratory examination of the returned item revealed no devect. Underwater leak testing revealid no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and funcitoned normally when attached to the system 90 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak wsa found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the retruned product.